Event description:
It was reported that the vns patient passed away. The date and cause of death were unknown. The date of death was found on the social security death index online. Review of the limited information available by the manufacturer's nurse revealed that sudep cannot be ruled out as possible cause of death. The only known factors are that the patient had epilepsy and passed away. Good faith attempts are currently in progress but have been unsuccessful to date.